Event description:
It was reported that patient was revised on a right knee due to infection.

Manufacturer narrative:
The following device information was received for unknown 5mm femur augment; qty. 2 previously provided in the initial MDR report: triathlon femoral distal augment 5mm - size 4 right; cat# 5540-a-402; lot# idod, triathlon femoral distal augment 5mm - size 4 right; cat# 5540-a-402; lot# hpur. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. Medical review: regarding the referenced pi¿s, these cases represent a female patient (B)(6). The event description states for (B)(4) states, ¿complains of pain. Implants removed, revision performed¿, and the event description for (B)(4) states, ¿revised due to infection.¿ listed surgeries include a primary right total knee on (B)(6) 2002, a revision right total knee on (B)(6) 2014, and another revision right total knee on (B)(6) 2014, all of for which no operative reports are available. X-ray copies available for review include a series dated (B)(6) 2014, which is one ap and two laterals of the right knee, demonstrating a cemented right total knee arthroplasty with no gross pathology and a slightly varus position. X-ray dated (B)(6) 2014 is an ap and lateral of the right knee demonstrating a cemented modular long-stem ts revision total knee arthroplasty with components in nominal position. Implant labels dated (B)(6) 2014 include the following triathlon components: a #4 right ts femur, a #17/100 fluted stem, #4/5mm and #4/10mm right distal femoral augments, a #4 tibial baseplate, two #4/10mm tibial half-block augments, a 12/100 cemented stem, and a #4/13 x3 ts insert. No operative reports, no clinical or past medical history, no examination of the explanted components is available. The first revision may have been indicated by pain secondary to malposition or undiagnosed infection. The second revision was stated as ¿due to infection¿. There is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this clinical situation.

Event description:
It was reported that patient was revised on a right knee due to infection.

Manufacturer narrative:
The following other devices were also listed in this report: tri ts femur sz5 right; cat# 5512-f-502; lot# unknown; tri ts baseplate size 4; cat# 5521-b-400; lot# unknown; tri press-fit stem 17mm x 100mm; cat# 5565-s-017; lot# unknown; tri press-fit stem 12mm x 100mm; cat# 5565-s-012; lot# unknown; unknown 5mm femur augment; qty. 2; cat# unknown; lot# unknown; 5mm femur augment; qty. 2; cat# unknown; lot# unknown; it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not made available to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.